Manufacturer narrative:
On (B)(6) 2016 during follow up, the customer was still having issues with inaccurate fill estimates. Customer had already met with their clinical diabetes specialist and it appeared that the customer was loading cartridges correctly. Customer¿s pump was replaced. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer&#38112;fill estimate was reading inaccurately. Tandem technical support offered to troubleshoot, however the customer declined. Customer also declined to provide any other information.